Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 83.1mm, area 528.9mm2 and the valve had little calcium. During procedure, at 80% the implant depth was 3-4mm and after deployment, the valve migrated from approximately 3mm on the non-coronary cusp (ncc) to 0mm in the aortic direction and there was trace/mild perivalvular leak (pvl). After the case, the physician was not happy that the valve moved and did not perform as it was supposed to. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, causes for the reported migration and pvl could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.